Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) mid-procedure to state that they need to remove the fenestrated bipolar forceps instrument, but cannot because it was on tissue. The customer explained they had a message on the screen stating "remove instrument." The tse explained how the instrument release key (irk) works and offered to walk the customer through irk usage. The surgeon opted to cut along tissue to get instrument out instead. The customer stated that there was no injury to the patient as it was adipose tissue. The tse once again offered to show the customer how irk works, but the customer moved to end the call. The customer stated that the issue was resolved and continued with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for failure analysis testing. Therefore, the root cause of the reported issue cannot be confirmed. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: 31010 - sterile adaptor sensor missing on the universal surgical manipulator (usm3). A review of the device logs for the fenestrated bipolar forceps (471205-17/n102101120165) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is being classified as a reportable event due to the following conclusion: tissue was reportedly stuck in the instrument¿s jaws and could not be released. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, only removal of adipose tissue, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.